Manufacturer narrative:
The ICD and the lead were returned for analysis. The ICD was interrogated, revealing the mos1 battery status, 16 charging cycles were recorded in the devices memory. The header of the ICD was visually and mechanically inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. A test lead was introduced into the different sockets and could be contacted properly. Next, the memory content of the ICD was evaluated. Confirming the clinical observation, the evaluation revealed a documented left ventricular pacing impedance greater than 3000ohms. Therefore, the impedance measurement functions of the device were thoroughly tested and proved to be fully functional. There was no indication of device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. Upon receipt, the lead under complaint was found cut 21cm and 32cm distal to the is4 connector pin. A proximal and a medial fragment were received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed a deformed insulation tube 6cm distal to the is4 connector pin, which most likely resulted from the extraction procedure due to tensile stress. Furthermore, a deformed conductor coil was found 14cm distal to the is4 connector pin. The deformation was consistent with exposure to constant friction against the generator housing. However, a thorough analysis of the returned lead fragments did not show any deviations which might have led to the reported high lead impedances. Additionally, the manufacturing process for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
A too high stimulation impedance on the lv lead was observed. The device and the lead were explanted.